Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had twiddler's syndrome which dislodged the lead. A revision procedure was performed and the lead was repositioned. No adverse patient effects were received.

Manufacturer narrative:
If additional information is received, this report will be updated.